Event description:
A report was received stating that the patient reported to the physician that the enteral feeding tube was clogged. The physician replaced the clogged tube. The physician noted that there was a tear in the j-lumen on the enteral feeding tube. No information was provided in regards to the maintenance of the device. The enteral feeding tube was in use for six weeks prior to the event. No additional information was provided in regards to the patient's status and the outcome of the procedure. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Results: no results available since no evaluation performed conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. The directions for use state: flush the feeding tube before and after medication administration and between medications. This will prevent the medication from interacting with formula and potentially causing the tube to clog. Use liquid medication when possible and consult the pharmacist to determine if it is safe to crush solid medication and to mix with water. If safe, pulverize the solid medication into a fine powder form and dissolve the powder in warm water before administering through the feeding tube. Never crush enteric coated medication or mix medication with formula. Flush the feeding tube with water every 4-6 hours during continuous feeding. Anytime the feeding is interrupted, or at least every 8 hours if the tube is not being used. Flush the feeding tube after checking gastric residuals. Flush the feeding tube before and after medication administration. Avoid using acidic irrigants such as cranberry juice and cola beverages to flush feeding tubes. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned by customer.